Event description:
Complainant alleged that while attempting to treat a 69-years old male patient, the device displayed a "runtime calibration failure - 1051" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, pictures of the customer's report were provided. Review of the visual data did show the report. Several attempts were made to contact the customer for the return of the device, however there was no reply. Without receipt of the device, root cause evaluation could not be performed. Analysis of reports of this type has not identified an increase in trend.